Event description:
It was reported that the ventilator would intermittently power on by itself. There was no patient involvement at the time of the event.

Manufacturer narrative:
The customer had been advised by technical support to replace the user interface board, power switch overlay, or power management board. The customer had been provided with part numbers. Multiple attempts were made to obtain additional information on the repair/service of the device that has been unsuccessful.